Event description:
It was reported that(1) device was used during a skin wound closure. It was reported by the affiliate that the pmw35 instrument did not staple correctly. Another instrument was used to complete the case. There was no consequence to the pt.